Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was broken. The reservoir was not staying in. Customer's blood glucose level ranged from 200 mg/dl to 250 mg/dl. The screen was marked up a lot. The doctor told him to replace the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with broken half of reservoir tube lip bad missing reservoir tube o-ring however; the test reservoir will lock and click into place properly. The insulin pump had cracked case at the display window corners, broken battery tube threads, cracked reservoir tube, minor scratched display window and missing the end cap sticker.